Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found. Additionally, the service technician also noted error code e083 (err fsens unable to obtain_bus), e190 (err lcd ID error). The device was scrapped by the service center after the evaluation was completed.